Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient became unresponsive after experiencing a stroke, and support was withdrawn.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The surface of the blood tube and rotor were examined and no defects or contamination was observed. The pump bearings also did not reveal any deposition or anomalies related to wear. The pump motor was dynamically tested under various loaded conditions using a mock circulatory loop and was found to operate as intended, with no alarms observed. The reported event could not be confirmed during functional testing of the returned device. No further information is available. The manufacturer is closing its file on this event.